Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while firing on the antrum during a laparoscopic sleeve gastrectomy procedure, there were 20 mm b shaped staples and the rest of 40 mm open staples which fell into the cavity of the patient. It was also reported that there was an incomplete staple line in the distal part. The staple line was fixed by firing another reload after removing the open staples. There was no patient injury.